Event description:
It was reported that a spectrum iq infusion pump had an issue of repeated false upstream occlusion errors. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "repeated false us occlusion errors" was not reproduced. A review of the event history log revealed "upstream occlusion!" Messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. The cause of the condition was undetermined. No device correction is required. Should additional relevant information become available, a supplemental report will be submitted.